Manufacturer narrative:
(B)(4). (B)(6). This report involves a patient who experienced milky effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced what appeared to be a tunnel infection of their peritoneal dialysis (pd) catheter and experienced milky pea soup effluent coincident with pd therapy and indicative of potential peritonitis. The patient reported to have been experiencing abdominal pain for three days. The cause of the milky pea soup effluent and abdominal was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event, action taken with pd therapy, and patient outcome were not reported. No additional information is available.